Event description:
The cms-814-1 was separating behind the male luer lock where the extension set enters the back-side of the luer. There was a minor leak and the set was replaced.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, complete investigation and lot history has begun. The results of the investigation are still pending and will be forwarded to FDA via a follow-up MDR upon investigation completion. A recall has been initiated; customers and FDA were notified (B)(4) 2013.